Manufacturer narrative:
We are now under investigation.

Event description:
(B)(6) 2014 - a (B)(6) year-old male patient received first artz into the right knee for chondropathy (mild gonarthrosis). (B)(46) 2014 - he received second artz into the right knee. He developed fever, hydrarthrosis, intense pain and injection site warmth. He was hospitalized and arthrocentesis, bacteriological examination were performed. Antibiotic therapy was administered to the patient. Artz was withdrawn. (B)(6) 2014 - he recovered. [(B)(6) 2014 - at the time of this report, received from the injection physician, he is still hospitalized.] (B)(6) 2014 - according to the additional information received via the (B)(6) pharmacovigilance network, the case is recorded their authority ID (B)(6). The reported code by the local competent authority is, arthralgia, joint effusion, pyrexia and infusion site swelling ((B)(4)).]